Manufacturer narrative:
A cardioquip customer suspected their device of bacterial contamination due to discoloration on the internal tubing of the device. They requested an internal water pathway replacement and sent the device to cardioquip for repair. The device underwent hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip completed the internal water pathway replacement. Once the repair was completed the device was returned to specification and full functionality.

Event description:
A cardioquip customer requested an internal water pathway replacement for their device due to suspected bacterial contamination. Once the device was received at cq hpc testing was conducted in order to have a quantitative understanding of the water quality. Cq received hpc test results on 10/08/2024 that were outside of cq specifications for water quality, indicating device contamination.